Manufacturer narrative:
A titan otr pump, two cylinders, and reservoir were received for evaluation. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated the prosthesis does not inflate, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, prosthesis does not inflate.